Event description:
The customer reported to baxter (B)(4) that on the 23rd may a flogard IV solution administration set was spiked in an unknown bag when the spike became detached from the set. The spike was stuck in the bag and therefore the patient did not receive their chemotherapy treatment that day. A patient was involved, but no injury was incurred. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. Upon visual inspection the reported condition was confirmed. The sample was missing the tip of the spike. The component used on this code is purchased from an external supplier. A supplier visit has already been performed to investigate further this issue and a supplier corrective action report has been opened. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.